Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Manufacturer narrative:
This report is for the suspect device used with inform system 2. See medwatch with patient identifier (B) (6) for the suspect device used with inform system 1. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that patient's blood glucose was measured, on inform system 1, with a result of 493 mg/dl. Eight minutes later, patient's blood glucose was reportedly retested, on inform system 2, with a result of 181 mg/dl. No action based on device results was reported. The manufacturer requested the return of the suspect product for evaluation.